Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime insulin pump during the prime test due to a protruded/loose drive support dsik. A scratched lcd window and cracked reservoir tube lip noted.

Event description:
The customer reported that the insulin pump kept asking to fill the tubing and insulin squirted out during the manual prime. The caller stated that the device alarmed and was stuck in the prime loop. The blood glucose reading was 347mg/dl. Troubleshooting was performed; the drive support cap was sticking out. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.